Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.the device identifier could not be determined based on the available model #.

Event description:
The customer from (B)(6) reported that his blood glucose readings were not being stored in the memory of the contour next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
During the follow-up call, the customer stated that there were no blood glucose readings missing in the meter's memory. The alleged missing readings were properly stored in the meter's memory.